Event description:
Caller patient had a normal blood glucose level of 112 mg/dl when he went to bed. Caller stated patient's last bolus with the pump was 19 units of insulin given at 9:01 pm. Caller reported patient was found unconscious with spasm/cramp; wife called emergency. Caller stated the emergency doctor check the patient's blood glucose reading at 23 mg/dl; treated with two infusions of glucose, patient woke up and ambulance drove him to the hospital where they tested his blood glucose level at 65 mg/dl; was treated with another infusion of glucose. Caller alleges the pump delivers too much insulin. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.